Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: a laparoscopic hernia repair was performed. Postoperatively the surgeon stated that the bowel was trapped between the mesh and peritoneum. The patient was in the ICU with a perforated bowel. The event lead to an extension in the patient hospitalization. There was permanent injury as a result of the event. Intervention was needed to prevent permanent impairment of a function. The patient developed necrotizing fasciitis. There was unanticipated tissue loss as a result of the problem. There was tissue damage. The surgical time was extended by more than 30 minutes due to the problem. There will be an additional operation to correct the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Mesh was removed.